Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A risk manager reported a patient underwent photo refractive keratectomy (prk) in both eyes for monovision. Right eye was targeted for near and left eye for distance. At one month post-operative visit, the patient complained of uncorrected vision issues. Upon chart review, a treatment error was noted for the left eye. Error was disclosed to the patient. Patient chose to go to another clinic and refuses to return for further follow up with primary surgeon. No current status on the patient as patient refuses to allow follow ups at the other clinic to be forwarded.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Logfile review was performed. According to the treatment report, the reported treatment could be linked to one treatment on that day and the reported treatment was performed without error or warning. Logfile review could confirm that the wrong data was entered by the surgeon. No further abnormalities or deviations can be detected. The root cause is user error. (B)(4).